Event description:
It was reported by end user that his tdxsi-hd power chair arms have 2 broken bolts. End user not able to provided serial number. End user stated that he thinks he received the chair from providence home medical center. No other information provided.